Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with intraocular lens implant (iol) the patient experienced a thermal burn at the incision site of the right eye. The surgeon used sutures to close the surgical wound.

Manufacturer narrative:
The customer reported ¿a thermal burn occurred.¿ the surgeon sutured the incision closed and the case was completed. This complaint will be used as the second of two complaints out of seven surgeries. This is a (B)(6) male patient scheduled for surgery in the right eye (od). The surgeon confirms that the patient suffers from postoperative astigmatism, as an outcome of the case. Operative data: the ultrasound was listed to have been set to 50%, the aspiration was listed at 100 mmhg, volume was listed at 22 cc/min, and the bottle height was listed as 68 cm. Because of shallow anterior chamber and mydriasis defect, ¿shellgan¿ was injected 0.1 ml into the anterior chamber to secure the space in the anterior chamber to some extent. The customer has confirmed that the cause of the event was attributed to the use of ¿shellgan¿. The system was examined and the company representative confirmed that the console had performed as intended, finding no issues. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on november 24, 2010. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).